Event description:
The lead was explanted due to a perforation. No further information given.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.